Manufacturer narrative:
Evaluation results: lesion morphology (90% stenosis, severe calcification (chronic total occlusion) and moderate tortuosity). Deformation problem; failure to follow instructions (negative prep not performed). Conclusion results: lesion morphology (90% stenosis, severe calcification (chronic total occlusion) and moderate tortuosity). Failure to follow instructions (negative prep not performed). (B)(4).

Event description:
It was reported that he physician was attempting to treat a lesion located in the rca . The target lesion exhibited 90% stenosis, severe calcification (chronic total occlusion) and moderate tortuosity. The physician attempted to use a sprinter legend balloon but the device failed to inflate on first inflation. It was reported that the balloon burst. The device was inspected prior to use with no issues noted. Negative prep was not performed. It was reported that the physician changed to another sprinter legend balloon and it preformed as expected. No patient injury reported. Evaluation summary: the balloon had been slightly inflated. The distal tip was damaged. Hardened blood and contrast were present inside the inflation lumen and balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A small longitudinal tear was present along the balloon working length over the distal marker band. The tear was jagged and lead-in scratches were evident.